Event description:
On (B)(6) 2026, an arthrex subsidiary employee reported via email that a patient underwent a femoral osteotomy of the knee procedure on (B)(6) -2026, during which a femoral osteotomy plate was implanted. Post-operatively, the patient experienced complications, and laboratory testing reportedly indicated metallosis. On (B)(6) 2026, the patient underwent a follow-up procedure for removal of the plate. As of the latest update, the patient is reported to be stable. The arthrex implants used during the initial procedure included: ar-13100t-10.0 femoral opening wedge osteotomy plate (10.0 mm), ar-13380-26 cortical screw (4.5 x 26 mm), ar-13380-32 cortical screw (4.5 x 32 mm), ar-13380-34 cortical screw (4.5 x 34 mm), ar-13380-36 cortical screw (4.5 x 36 mm), ar-13380-52 cortical screw (4.5 x 52 mm), ar-13380-56 cortical screw (4.5 x 56 mm), ar-13380-58 cortical screw (4.5 x 58 mm).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.